Event description:
During an open mitral valve case, a lesion was made near the right atrium and superior vena cava. After an ablation was made with the oll2, some bleeding was noted by the ablation site. The surgeon repaired the area with sutures. No patient consequence.

Manufacturer narrative:
No further information has been provided at this time by the account. Evaluation summary: the device involved in the event was discarded. A retained sample of the device from the same lot was evaluated. The retained sample was evaluated for functionality. There were no issues noted for the functionality of the device. Also, the device history record was reviewed for lot 14572 and no anomalies were noted related to this event.